Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump confirmed evidence of moisture in the pump; behind the display lens. The display screen was fully illuminated and no evidence of moisture was found in the battery or cartridge compartment. A leak test was performed; a display lens leak was found. The pump cover was opened and moisture was found in the pump. The printed circuit board screen could not be read due to moisture residue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging there was moisture ingress visible in the pump after the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).